Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the suction tubing connector was split, so the patient was unable to be suctioned, and the tube was removed. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
One device and a picture were returned for analysis. Visual inspection found no abnormalities. The reported issue was therefore not confirmed. No lot number was provided so device hot history review could not be performed.

Manufacturer narrative:
One (1) used device was received for evaluation. Two (2) pictures were attached to the complaint. One blus device was observed. It shows signs of use. A crack was found in the suction connector. The failure mode called ¿a0114 - connector issue¿ was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.